Event description:
It was reported that this patient's electrode had dislocated and was pulled into the device pocket. A revision procedure was performed to revise the electrode and all testing was appropriate. No additional adverse events were reported